Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a "defect of balloon tube." The existing balloon component was explanted and replaced.